Event description:
According to the reporter: autosonix scissor blade tip broke off inside of pt. Surgeon was able to retrieve the tip. No pt injury or further consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4).